Event description:
It was reported that after deploying a rx acculink stent in a very tortuous left internal carotid artery and as the emboshield nav6 recovery catheter (rc) was being advanced through the stent, it became caught in the stent strut. To help release the rc, the non-abbott shuttle sheath was advanced to the proximal edge of the stent. As the rc was being manuevered in an attempt to release it from the stent, the filter migrated to the distal edge of the stent. The rc was released and the filter was captured and removed. Due to the manipulation of the rc, the rx acculink stent was deformed at the proximal and middle sections of the stent. A middleweight guide wire was inserted and a rx viatrac balloon catheter that was used for post dilatation was reinserted into the stent and inflated at 4 atmospheres for 8 seconds. After the catheter was removed, the stent's proximal end needed additional adjustments and another rx viatrac catheter was inserted and inflated to 10 atmospheres for 7 seconds. The stent "looked good". There was no further stent adjustments. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). This complaint for air in the line during fill 1 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Follow up with the patient revealed that he forgot to open the clamps for priming the patient line. The patient's supplies were fine,however, he discarded the supplies and started over with new ones. There was no patient injury or medical intervention associated with this event. Potential cause can be failing to open the clamp on patient line. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center to report air in patient line on the homechoice (hc) machine during fill 1. The homepatient (hp) stated that he forgot to open the clamps for priming the patient line. The technical service representative (tsr) helped the hp end the therapy and informed the hp to start over again using new supplies.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be submitted.